Event description:
A discordant, falsely elevated result was obtained for cardiac troponin I (ctni) on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The patient was taken to an emergency room and a new sample was obtained and tested on the same instrument, resulting negative. The original sample was repeated on the same instrument, also resulting negative. Another new sample was obtained from the patient and tested on the same instrument, resulting negative. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a preventive maintenance and verified the sample line. The cse tested the samples on the instrument, which resulted as expected. The cause of a discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.